Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in a saphenous vein bypass graft to the obtuse marginal, a 4.0x16 otw jostent graftmaster stent delivery system was advanced but could not cross to the perforation. The stent delivery system was removed from the anatomy and the perforation was successfully treated using long balloon inflations followed by stent deployment. There was no clinically significant delay in the procedure. The patient was reported as doing fine and was discharged the following day. No additional information was provided. Additional information has been requested.